Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. All tamper seals were intact. Da testing as per fm-dp-20085-07 was not performed due to double beeping and the occlusion sensor will replaced. Battery loss alarm test: pump ran 2min 32.47sec, pump alarmed 2min 29.52sec, stop watch #6722 test: passed fm-dp-20085-08 performed. Customer problem was duplicated. Pump was found to be "double beeping" issue after power up when batteries are inserted. User induced fluid ingression was found on pump by the chassis base of the downstream occlusion sensor, which cause the issue. Downstream occlusion sensor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep with no cassette. No patient was involved in this event. No adverse effects were reported.